Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone. The indication for use was spinal pain. It was reported that the patient was not able to use the personal therapy manager (ptm). The hcp elected to stop refilling the patient's pump and elected to convert the patient to oral medication because the patient was not able to use the ptm. The hcp wanted to locate the implanting hcp to see about getting the pump removed since the patient was not getting refilled and was converted to oral medications and did not need the pump anymore. No medical symptoms were reported. The event date was noted to be "about 3 months ago" (from (B)(6)2016). The pump was empty, and the patient was using oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.